Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the ao60g intraocular lens was inserted into the pt's left eye using the lp604350 inserter; the lens was subsequently removed intraoperatively due to rupture of the capsular bag. The pt was reportedly doing fine. Please reference MDR#: 1119279-2012-00225 for the delivery device.